Event description:
It was reported that pump battery was not charging. There was no reported impact to the customer¿s blood glucose level. Customer reverted to using an alternate method of insulin therapy.